Event description:
A retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found five non-reproducible, higher than expected vitros tropi es results obtained from five different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Vitros tropi es lot 1710 pack 1760. Patient a: 0.441 ng/ml vs. <0.012 ng/ml. Patient b: 2.173 ng/ml vs. <0.012 ng/ml. Patient c: 3.949 ng/ml vs. <0.012 ng/ml. Vitro tropi es lot 1800 pack 0747. Patient d: 0.076 ng/ml vs. 0.023 ng/ml. Vitro tropi es lot 1800 pack 2622. Patient e: 0.063 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. It is unknown if the results were reported to a clinician. It is assumed that the unexpected results would have been captured by the facility's delta check. Since the customer did not report these results directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that a retrospective review of econnectivity data for an internal ortho clinical diagnostic investigation found five non-reproducible, higher than expected vitros tropi es results obtained from five different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined with the information available, however the possibility that an unexpected vitros troponin I es reagent performance or an unexpected vitros 5600 system performance had contributed to the results could not be ruled out entirely. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.